Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the patient had a recharging issue, and was unable to recharge the device. It was reported that the patient's ins hasn't worked since the beginning of 2016. The patient has been getting the reposition antenna screen on the recharger since (B)(6) 2016. Patient also stated that the last time stimulation was felt was beginning of 2016. Patient had a fall prior to the pain implant and had elbow surgery in (B)(6) 2016, and wrist surgery in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.